Manufacturer narrative:
Correction in e3, g3. Additional in h3, h6. A review of the complaint history record was performed for the sn( B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced drive train assy. Calibrated. A review of the device history record showed the device had a manufacture date of 01/07/2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the plunger knob was not fully closing with the calibration kit. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the plunger knob was not fully closing with the calibration kit. There was no patient involvement.